Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 141°f. The likely cause was identified as inadequate preventative maintenance. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 70 months with no record of factory service during this period. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating and does not maintain hold of burs. No patient impact reported. Repair request escalated to product event due reason for return and due to customer indication that this report is a complaint. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.